Event description:
Pt underwent a peripheral vascular surgery. A perigraft fluid collection was evidenced in 2006. Physician performed a puncture to evacuate fluid. Graft remained implanted in pt. No add'l info was provided.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. No device eval was performed since the graft remained implanted in pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the water permeability testing indicated a value well within product spec. No conclusion can be drawn. However, perigraft fluid collection is not an unexpected event in vascular surgery, specifically in peripheral vascular surgery. A review of the literature indicated that perigraft fluid collection generally resorbs within a few weeks post-implantation, that the occurrence may be attributable to surgical technique and that this event is not specific to the device since it may occur with any type of vascular graft. A follow-up report will be submitted within 30 days upon receipt of any relevant additional info.